Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that on (B)(6) 2026 a "hair found on single needle" in an eviva device's sterile packaging. There is no reported patient harm, and the issue was reported to be prior to any patient exam or procedure.